Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following fields were updated: b4 date of this report b5 describe event or problem d4 serial number d4 lot number - based on a review of inventory transactions and this customer's purchase history, there are seven five (5) possible lots: 229250 490150 418090 605310 714350 g4 date received by manufacturer g7 type of report h2 if follow-up, what type h4 device manufacturer date h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The certs were reviewed and there were no non-conformances found. There are no indications of manufacturing defects. Complaint history for 46-1006 vendor lot 327136 was reviewed for similar complaints, leading to a complaint rate of 0.02% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report; b5 describe event or problem; g4 date received by manufacturer; g7 type of report; h2 follow up type; h3 device evaluated by manufacturer; h6 method code; h6 results code; h6 conclusions code; h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. (B)(6).

Event description:
It was reported the drill fractured during a procedure. No adverse events have been reported as a result of the malfunction.